Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind and displacement test. However, unable to prime unit during the prime/delivery test and motor error alarm during basic occlusion test due to faulty forced sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. The motor was tested outside the device and passed. The drive support was inspected and no anomaly noted. Unit received missing end cap sticker, cracked case at reservoir tube window corners, cracked reservoir tube window, broken reservoir tube lip, cracked battery tube threads and minor scratches on lcd window. Unit received with corroded battery tube.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 371 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history did not contain a motor position encoder error alarm and did contain more than one motor error alarm. Customer was advised that insulin pump would need to be replaced. It was also reported that the drive support cap sticker was missing.